Manufacturer narrative:
Product code (d2b) - additional product code qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient had a pocket revision surgery due to frequent urinary urgency. When the patient called in for support, the patient planned to make therapy adjustments but then noticed a red light on the remote. The patient did not have the remote at the time of the call, so no troubleshooting was performed. There were no changes to the lead, the lead is still in the original location and has not migrated. The pocket was moved cephalad of the previous pocket and the same ipg was used for this procedure. It was reported that there were no changes to the lead; it had not migrated or fractured. A pocket revision was performed due to discomfort at the pocket site and the ipg flipping over. The patient was prescribed antibiotics and pain medication following the revision. Follow up is scheduled for (B)(6) 2025 and the patient was reportedly doing very well and expressed satisfaction with the revision.

Event description:
It was reported that the patient had a pocket revision surgery due to frequent urinary urgency. When the patient called in for support, the patient planned to make therapy adjustments but then noticed a red light on the remote. The patient did not have the remote at the time of the call, so no troubleshooting was performed. There were no changes to the lead, the lead is still in the original location and has not migrated. The pocket was moved cephalad of the previous pocket and the same ipg was used for this procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient had a pocket revision surgery due to frequent urinary urgency. When the patient called in for support, the patient planned to make therapy adjustments but then noticed a red light on the remote. The patient did not have the remote at the time of the call, so no troubleshooting was performed. There were no changes to the lead, the lead is still in the original location and has not migrated. The pocket was moved cephalad of the previous pocket and the same ipg was used for this procedure. It was reported that there were no changes to the lead; it had not migrated or fractured. A pocket revision was performed due to discomfort at the pocket site and the ipg flipping over. The patient was prescribed antibiotics and pain medication following the revision. Follow up is scheduled for (B)(6) 2025 and the patient was reportedly doing very well and expressed satisfaction with the revision.